Manufacturer narrative:
The device was used in treatment. One 14f guidestar sheath was returned for analysis, however, the dilator was not returned for evaluation. There were traces of blood found inside and outside the sheath. According to the reported event description summary, the dilator cap broke and there was blood leaking through the valve of the guidestar sheath. The hemostatic valve was viewed under a 10x microscope and looked normal with no anomalies. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport or through the handle. The hub cap was attached when the sheath was received. It was found that the hub cap was very well seated. No issues were found with the hub cap. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Returned device analysis revealed the sheath did not leak when tested manually. The sheath also met the iso leakage test method requirement. The probable cause of leakage during use could have been the handling of ancillary device(s) in conjunction with the sheath. The hub cap was very well seated on the hub. No issues were found with hub cap. According to the device history records, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. Per adelante magnum and destino magnum sheath assembly, sample size 100%: the valves are visually inspected before final assembly. Leak test cured sheath assemblies. Per qa procedure destino steerable guiding sheath in-process and final inspection: · sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. · cap and seal inspection (oc for sigma hub and oi for magnum hub) register the inspection results into destino steerable guiding sheath sub-assembly qa inspection record. · deflection test is performed 100% by manufacturing personnel and inspected by quality personnel at an aql level (sample size: ansi z 1.4, gen level I, normal, aql 1.5). · a deflection inspection fixture is used to verify the centerline of the sheath to meet the applicable deflection criteria. Before the sheath is deflected, the unit is ensured that the distal tip of the sheath is aligned with the distal engraved line of the template. · for unidirectional models, verify the deflection knob is set to 0. Place the deflection section of the device on the applicable template as shown in figures below and deflect the device until the curve falls within the applicable deflection template. Verify the device can deflect to 170° (nominal 180° - 10°) on half the template. Per qa procedure destino dilator in-process and final inspection: sample size: 5 first and 5 last good shots inspect 100%. Visual inspection: hub to be round and smooth, no irregularities inside. At 12-18" distance, hub shape should be as per drawing, flash <0.75 mm or pinch should not exceed 0.2 mm (use profile projector if needed). Measure ID of dilator hub by inserting appropriate pin gauge through hub. Hub lock nut, sampling size ansi z 1.4, gen level I, aql 0.65. Verify hub lock nut has no cracks, broken or any other damage. Make sure it sits properly on dilator hub and spins freely. The instructions for use (IFU) informs the user: avoid subjecting the device to unusual stresses. Handle the steerable sheath with care at all times. The steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the side-port. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported during the procedure the physician complained there was blood leaking through the valve of the guidestar sheath. When removing the dilator from the sheath, the cap broke and remained attached to the sheath; the sheath was not replaced. There was no adverse patient side effect reported. No additional information is available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.